Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that an ma has had concerns when closing the safety. They had one that the needle went through the safety. Also, they mentioned several times that the safety closure was flimsy.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.